Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer's mother alleges the chair allegedly tipped over on her daughter. She also alleges that the rear castor wheels were split.

Manufacturer narrative:
Per provider: replaced caster wheels and haven't heard of any new issues. Pride never received parts back for evaluation.

Event description:
Consumer's mother alleges the chair allegedly tipped over on her daughter. She also alleges that the rear castor wheels were split.